Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.